Manufacturer narrative:
Height: (B)(6). Based on the available information, this event is deemed to be a serious injury. No medical intervention was reported by the end user. No lot number or product evaluation sample is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed and will be monitored through our post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
End user reports for the past three wafer changes her stoma has bled a little bit on the left side. She feels the device is too small. She reports she has tried molding it but was unable to get it large enough so she cut it with scissors. She further states the stoma has a small cut on it which bleeds for a few seconds then stops.